Event description:
Patient is a diabetic. Family member is the caregiver. After family member gave patient injection, family member reshielded the pen needle with the blue inner shield. Needle went through the shield and stuck family member. Patient has aids. Family member was advised to use safety syringes (like physicians use) and never to reshield someone else's needle. Consumer would not leave any name or address, nor spoke of any medical attention being sought.